Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient had a pump replacement procedure in february; had a refill 2 days ago; and was now admitted to the hospital with a hematoma and a fever and they were working to find the cause. The patient had no withdrawal symptoms. Diagnostics/troubleshooting was being performed to rule out csf (cerebrospinal fluid) leak, pocket fill, and infection.

Manufacturer narrative:
H11 ¿ the manufacturer¿s device registration system indicates that the pump was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative indicating that the patient's pump came back positive for infection. The patient was brought into surgery by their doctor on (B)(6) 2024. The doctor placed a new pump on the opposite side and did a separate procedure and removed the infected one. The company rep was present at surgery. The patient was doing well post operative. The patient was on a significant amount of baclofen and the physician felt it was too risky to remove the pump entirely and it was going to take 6 weeks to wean the patient. New pump was registered.